Event description:
Reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion at abdomen, which caused the patient blood glucose levels elevated to 587 mg/dl, therefore patient had received correction bolus via pump. The infusion set was in use for about 8 hours. The patient went to emergency room stayed for one day and subsequently got hospitalized received IV and fluids of saline and insulin. The patient was released from emergency room on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1933259 - device 3 of 3.